Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10aug2020.

Event description:
It was reported to philips that during performance verification testing (pvt) the unit failed the electrical safety test. When checked on the inside of the unit, it reads .24 issue, and the oxygen fitting with ground is not possible, .254 is the result. The device was not being used on a patient at the time of the event. This issue was noted during testing of the device. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to try a different power cord. The customer stated that she replaced the power cord and now the unit passes on the inside, however it has 2.45 on the o2 inlet fitting screw. The customer was not using an philips power cord. A non OEM (original equipment manufacturer) cord was used. The rse advised the customer that it may not be made to the same spec and recommended trying an OEM cord. A good faith effort was made to the customer on 30-jul-2020 who confirmed that replacement of the power cord to an OEM cord resolved the issue.